Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during therapy. The technical service representative (tsr) explained the alarm to the home patient (hp). The tsr advised the hp to call at the time of the alarm for the tsr to accurately troubleshoot. The tsr explained the possible causes of the alarm. There was no patient injury or adverse event associated with this report. No additional information is available.